Event description:
It was reported to boston scientific corporation that an extractor pro retrieval balloon was used on (B)(6) 2012 during a biliary stone extraction procedure. According to the complainant, during the procedure the catheter broke just after the balloon. No particular resistance was reported during the procedure. The detached fragment was removed using forceps. The procedure was completed using another extractor balloon. There were no other patient complications as a result of this event. The patient's condition at the conclusion of the procedure was reported to be good.

Event description:
It was reported to boston scientific corporation that an extractor pro retrieval balloon was used on (B)(6) 2012 during a biliary stone extraction procedure. According to the complainant, during the procedure the catheter broke just after the balloon. No particular resistance was reported during the procedure. The detached fragment was removed using forceps. The procedure was completed using another extractor balloon. There were no other patient complications as a result of this event. The patient's condition at the conclusion of the procedure was reported to be good.

Manufacturer narrative:
The complainant was unable to provide the lot number. Therefore, the manufacture and expiration dates are unknown. However, the complainant reported that the device was not expired. The reported event that the catheter distal tip detached. Although the suspect device has been received, the evaluation has not been completed. Therefore, the cause of the reported malfunction has not been determined. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental MDR will be filed.

Manufacturer narrative:
The lot number was received, therefore the manufacture and expiration dates are now known. Investigation results: evaluation of complaint device was performed. Visual inspection did not confirm that the distal tip of the balloon detached, however, it was found that the catheter broke in half. The catheter was found to be stretched at the point of breakage. This is consistent with excessive removal force during withdrawal through the scope. The root cause for the reported event is operational context. This failure occurs due to anatomical or procedural factors encountered during the procedure that limit the performance of the device (e.g. Tortuous anatomy or catheter caught on scope elevator). A review of the device history record (DHR) was performed and confirmed that this device met all material, assembly and performance specifications. A search of the complaint database revealed that no similar complaints exist for the specified lot. A review of the device labeling and directions for use showed the device was used according to its labeling.